Event description:
It was reported that the patient with the artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A cystoscopy revealed that the cuff was open but not deactivated. A surgical procedure was performed, during which the cuff was replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100809759. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100679628. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).